Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator showed a screen lockup and did not respond to touch. No patient was connected, no harm occurred, and no medical intervention was required. Log file analysis showed ¿panel connection lost¿ and ¿panel reconnected¿ events, and no technical failures or ambient mode were recorded. The device operated normally after reboot. No corrective action was reported. Several attempts were made to obtain further information; however, after several reminders no answer was provided. The case is considered as closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received information that the hamilton-c6 screen locked up and did not respond to touch on 13 january at 15:19. The device remained switched on until the hospital engineer restarted it at 15:56. After the reboot, the ventilator operated normally. No patient was involved, and no medical intervention was required. The investigation to verify the allegation is still in progress.